Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted upon completion of investigation. (B)(4).

Event description:
The pleurx lockable drainage line that was in situ has broken. The tubing of the line became disconnected from the adapter that inserts into the pleurx drain. This left the drain open to the environment with the risk of pneumothorax and further drain site infection.

Manufacturer narrative:
(B)(4) follow up emdr submission. Another follow up emdr will be submitted upon completion of investigation. Device problem code: material separation (B)(6); FDA 1562. Patient problem code: no consequences or impact to patient (B)(6); FDA 2199.

Event description:
The pleurx lockable drainage line that was in situ has broken. The tubing of the line became disconnected from the adapter that inserts into the pleurx drain. This left the drain open to the environment with the risk of pneumothorax and further drain site infection.